Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient did not charge the ipg for a few months and the ipg became inoperable. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.